Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.    Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause was the decreased exhaust heat function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were confirmed. The device evaluation found the e101 (temperature) error was displayed due to an igniter failure. The fan motor not working was confirmed. In addition, the scope detection lever was worn out and did not enter high-luminance mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the visera elite xenon light source displayed an e101 (temperature) error code, and the fan did not spin. The issue occurred during preparation for use. The diagnostic procedure was completed with a similar device, and without delay. There were no reports of user or patient harm.